Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
Patient alleges the pump delivers too low insulin. No adverse event reported. Requested return of the alleged pump for evaluation.